Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, thread tap used, smoker, bone resorption, increased sensitivity, mobility ((B)(6) are same patient).